Manufacturer narrative:
Examination of the returned device confirms the reported event handle breakage. The returned device was forwarded to depuy material science for evaluation. The alignment handle was cyclically loaded beyond the material limit resulting in a high stress low cycle fatigue crack initiation, then quickly overload fractured due to a mixed mode of ductile and brittle overload of the material. No evidence of material or manufacturing defects was observed that could have contributed to fracture initiation and/or propagation to failure. Based on the performed investigation, corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument broke when the doctor levered the tibial baseplate off the tibia. The two tabs were broken off.